Manufacturer narrative:
(B)(4). Batch # t5ac2k. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis, it was reported that: malformed staple. Upon visual inspection of four photos, the following was observed: the first photo shows a gold reload fully fired from side view and seven staples properly formed were observed on the reload and the drivers exposed. The second photo shows an echelon flex device from top view with the open jaws and a battery loaded in the device. The third and fourth photos show tissue with several staples that appears to be properly formed. However, the quality of the photo is not clear in the right side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the endoscopic right lower lobectomy surgery, when severing tissue, after fired, noted 5th staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.